Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. A maquet field service tech replaced the shunt, stop and return valves. The pcb cooling fan, leaking female rectus fitting and broken tank door hinge were also replaced. A complete preventative maintenance with full calibration, functional testing and safety check to factory specs was successfully executed. The unit was returned to service. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that during a routine preventative maintenance performed by a maquet service technician, a leaking pt female rectus fitting was found in addition to a non functioning electronics fan and broken tank cover clip. The operation of the unit was not effected by these findings. No pt involvement. Reference: (B)(4).